Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received the failed battery test and had a hardware low level failures. Customer's blood glucose level was 218 mg/dl. The customer was assisted with the troubleshooting. The device will be returned for the analysis.

Manufacturer narrative:
Pump passed sleep current measurement, active current measurement, self test and displacement test. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. No unexpected failed battery test alarm noted during testing or in the pump trace download. Pump error 63 alarm confirmed in the pump history due to broken trace on the keypad assembly.